Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that a washer fell from the breath atomizer into his mouth while he was inhaling through the device. Multiple attempts were made to contact the customer via telephone; however, all attempts were unsuccessful at this time.